Manufacturer narrative:
E1 reporter postal code: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having driveline communication faults, driveline power fault, low voltage and connect power alarms. The pump was operating as intended. The system controller and modular cable were exchanged upon admission to the hospital and there were less alarms, but they did not resolve. The alarms occurred on both battery power and while connected to the power module. The driveline power fault alarms were permanently muted. A chest x-ray was performed. The log file review confirmed driveline power fault alarm and backup battery fault alarm due to expired battery.

Event description:
It was additionally reported that the alarm reset was "clear driveline fault alarm" on the system monitor, however the alarm came back after a while. Corrosion in driveline inline connector was observed when the connector was disconnected on (B)(6) 2024 by the technician. The connector was cleaned off the corrosion by a recommended special brush. After cleaning there was no reported alarms, therefore the corrosion was confirmed as the cause of alarms. Regulatory reference report MFR # 2916596-2023-07103.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms; however the reported driveline communication fault alarms were not confirmed. Review of the submitted image revealed corrosion within the pump cable in-line connector that would have resulted in the reported driveline power and communication fault alarms. A specific cause for the corrosion could not be conclusively determined through this evaluation. The submitted controller event log file captured a persistent driveline power fault alarm. The driveline was disconnected and reconnected, consistent with the reported controller and modular cable exchange. Following the reconnection, the driveline power fault alarm cleared and returned shortly after. The pump appeared to operate as intended at the stored patient speed while the driveline was connected. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. The heartmate 3 lvas patient handbook, rev. B, is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.